Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
Information was received regarding leads. Consumer reported they ¿saw a lot of things on the internet about problems with the wiring and sometimes it takes more than 1 try to get the leads right." No further information was reported.